Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed damage to the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the driveline damage may be attributed to factors such as wear over time, improper handling. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that during a non-related hospitalization the new driveline sheath damage was observed near a previous repair. A driveline sheath repair was completed. There was no reported effect on the patient. The driveline remains in use. No patient complications have been reported as a result of this event.